Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a competitor field representative that they were planning to extract the right ventricular (rv) lead due to high impedance measurements and the left ventricular (lv) lead due to high thresholds. Current boston scientific records indicate this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that there an extraction procedure was completed. This lead was explanted. No additional adverse patient effects were reported.